Manufacturer narrative:
Device passed displacement test and self test. The motor arm cannot communicate with the main arm and hardware low level failures confirmed in pump history with variable (003) due broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that self test was interrupted by the pump errors. Customer¿s blood glucose level was 78 mg/dl. Troubleshooting was done and customer was able to successfully clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. The insulin pump will be returned for analysis. Sensor (ozp) mmt- 7020a.